Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a main coil was returned for this complaint; the introducer sheath and the delivery wire were not returned. The main coil was found stretched, besides, the fiber bundles had some blood residues; its interlocking arm was detached and it was not returned. The main coil was inspected and the zap tip had a smooth surface and it was observed stretched. The main coil's dimensional inspection was within specification. No more damages were found.

Event description:
Reportable based on device analysis completed on 03jun2019. It was reported that the coil could not be deployed. The target lesion was located in the portal vein. A 10mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not be deployed at the lesion where release was wanted to be performed. The usage of the coil was then stopped. The procedure was completed with a different device. No patient complications were reported. However, analysis revealed that the interlocking arm was detached and not returned.